Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process, the customer accidentally performed the load fill tubing sequence while connected resulting in administering 10.2 units of insulin. Tandem technical support guided the customer through the load process to address the issue. Blood glucose level ranged between 158-180 mg/dl.